Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse events: none. It was reported that the voyager nc balloon catheter crossed the heavily tortuous heavily calcified eccentric lesion; however, the balloon ruptured at 18 atmospheres (atm) during the second inflation. Pre-dilatation was completed using a non-abbott balloon catheter and a xience v stent was implanted at the lesion without incident. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with all relevant information.